Manufacturer narrative:
(B)(4). The customer returned an electric dermatome device for evaluation. (B)(4) has previously repaired/evaluated electric dermatome one time. The last repair was (B)(6) 2016 where it was reported that the device works in slow motion and the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel bearing, motor and reciprocating arm were replaced. This is not a related issue. Electric dermatome was manufactured on november 05, 2015 and is over 1 year old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome by (B)(4) revealed that the dc motor was corroded and showed traces of water infiltration. The cable was torn and damaged. The service technician suggested that the motor, cable and worn parts be replaced. Repair of the electric dermatome was performed by (B)(4) which included replacement of the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel bearing, motor, strain relief and plug harness. Electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that there was a bared wire¿ was confirmed since during the initial inspection by (B)(4) was noted that the cable was torn and damaged. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the user technique. The user most likely mishandled the device causing the cable to become torn and damaged. The IFU states to ¿handle the zimmer electric dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service. Do not use.¿ electric dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported there was a bared wire. Additional information received (B)(6) 2017 explained that the blade of the dermatome was slowly vibrating and then finally stopped during the surgery. The harvested graft was not useable and an additional unplanned graft was taken. This left a 15 centimeter scar on the patient's leg.